Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an upgrade procedure, the patient experienced vasovagal syncope and subsequent cardiac arrest while the physician was closing the pocket due to a possible effusion. The physician finished closing the pocket and cardiopulmonary resuscitation (CPR) which successfully revived the patient. One week later during an in office interrogation left ventricular (lv) lead loss of capture (loc) was observed due to a lead dislodgement. It was believed that the lead dislodgement occurred due to the CPR. It was also noted that the patient¿s ribs were fractured due to the CPR. A revision procedure was performed where the lv lead was explanted and replaced with an epicardial lead. No additional adverse patient effects were reported.